Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer removed insulin pump due to blood glucose continuously rising. Customer went to the hospital without insulin pump and physician inquired on settings. Healthcare professional was advised that a record of settings was not kept at medtronic but was advised to get information from carelink. Healthcare professional would call back with hospitalization information.